Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified left superfiicial femoral artery that was 80% stenosed. A 6x150mm absolute pro ll was advanced to the lesion and preparing to be released, when the physician pulled the release button but the stent failed to deploy. Another attempt was done but the stent failed to deploy. Another absolute pro ll was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Device analysis noted the inner member was separated. Additional information received from the account noting that the inner member separation from the marker band and the jagged fracture face were not noted during the procedure. However, the handle separation/opening was noted during the procedure and did not occur due to intentional means. The case was confirmed to be a femoral to femoral crossover. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported deployment issue was unable to be confirmed due to the condition of the returned device. The separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a definitive cause for the difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The investigation determined that the reported difficulties were likely related to circumstances of the procedure. It may be possible that the distal shaft was bent or restricted over the aortic bifurcation preventing the shaft lumens from moving freely and preventing deployment. The kinks and wrinkles noted sporadically throughout the entire distal sheath and the I-beam, and the torn outer member further suggest that the shaft was bent and/or restricted within the anatomy during use. Subsequent to the original filing, although the difficulties encountered appear to be related to procedural circumstances, on may 11th, 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.investigation conclusions code 4315 was removed.